Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source panel lights were blinking, despite a reset. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of front panel blinking was confirmed. Based on the results of the investigation, it is likely, that the event occurred, due to high intensity mode could not be used, due to worn out socket slider switch. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.